Event description:
It was reported to philips that the system could not start up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was in use for an emergency procedure at the time of the event. The procedure was completed as planned once the patient was transferred to another operating room. No harm to the patient or user was reported. A philips field service engineer (fse) contacted the customer who reported that, prior to the event, the hospital experienced a sudden power outage, which was restored after about ten minutes. A remote engineer from a third party directed the user to check the system, which confirmed a hardware issue. Troubleshooting by a third-party field engineer confirmed that the mother board was burnt and damaged during the power outage and needed to be replaced. The third-party engineer repaired the system. After the motherboard was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.